Manufacturer narrative:
The lead has not been returned. Should additional information become available, this report would be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection noted the lead tip appeared normal with no irregularities and all tines were intact. Resistance and (B)(4) tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. No further testing was performed. Laboratory testing was unable to reproduce the reported clinical observations. Analysis concluded this lead did not exhibit any anomalies during testing.

Event description:
Boston scientific received information that this left ventricular lead was explanted due to a dislodgement. No adverse patient effects were reported. A new lead was successfully implanted.